Manufacturer narrative:
A bayer service representative visited the site on (B)(6) 2021. Upon inspecting the system, bayer service identified dried contrast media on the switch card inside of the injector head. After replacing the switch card, the unit was returned to normal operation. During communications with the customer, bayer service determined that the customer filled the contrast syringe with 60 ml of contrast when the intended amount to be injected was 8 ml. The customer admitted that, as the reported issue occurred with the second patient procedure, they are utilizing the single-use disposable syringes for multiple patient injections which is off-label as per the manufacturer's directions for use. Bayer product analysis reviewed the information that was provided and determined that there is insufficient evidence of product malfunction or failure to perform as intended as the disposables were being used in an off-label manner and cleaning/maintenance recommendations were not followed, causing the subsequent circuit board malfunction. The spectris mr operation manual and the disposable syringe kit instructions for use (IFU) cautions the user as follows: deposits of contrast media can interfere with proper operation of the spectris mr injection system. Improper or careless cleaning methods may result in equipment damage. If contrast medium has leaked inside any component of the system, the affected subassembly should be disassembled and cleaned by medrad service personnel or returned to medrad factory service. If the cleaning will be performed in the field, do not disturb any internal wiring or components. The use of single-use disposable devices on more than one patient is a biological hazard. Do not reuse single-use disposable components. Indications for use: these devices are indicated for single-use only with medrad injectors. Contraindications: these devices are not intended for multiple-use. Biological contamination can result from reusing disposable items. Properly discard disposable items after use. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Manufacturer narrative:
This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted.

Event description:
Bayer medical care was notified of a premature contrast injection that occurred while a medrad spectris mr injection system was in use. The customer reported that, as they were preparing the system for an enhanced mr scan of the brain, the injector prematurely initiated the contrast injection and infused 52ml of contrast instead of the programmed 8ml of contrast. The patient reportedly had no untoward side effects of the large bolus of contrast; however, the physician proactively initiated intravenous fluids for hydration and the patient was monitored for approximately 6 hours after the alleged incident.